Event description:
It was reported that stent fracture occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was caught on some calcium and it was noticed that the stent looked broken. The device was completely removed with the stent still on the balloon and the procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.